Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a separation of the distal bend relief requiring a clamshell repair was confirmed through an onsite evaluation performed by an abbott technical services representative. The account communicated that the patient noticed a crack in the coating at distal end of the driveline. A clamshell repair was performed on 10aug2021. When removing rescue tape to perform the clamshell repair it was noted that the driveline cover at the distal end had disconnected from the bend relief. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The separation of the driveline's silicone sleeve was previously investigated and it was determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. Heartmate ii lvas IFU, rev. C, is currently available. This IFU outlines the indications of driveline damage, as well as how to respond to such events. Heartmate ii lvas patient handbook, rev. C, is also available. The heartmate ii lvas patient handbook addresses how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02apr2014. The relevant sections of the device history records for driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A portion of the percutaneous lead (driveline) has been returned for evaluation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient noticed a crack in the coating at distal end of the driveline that plugs into the controller. The patient¿s pump was operating as intended, no alarms or indications of issues with the driveline. A clamshell repair was performed on (B)(6) 2021. When removing rescue tape to perform the clamshell repair it was noted that the driveline cover at the distal end had disconnected from the bend relief. No alarms or issues were noted with the driveline. Healthcare professional and patient were able to approximate the external cover to the bend relief and then apply rescue tape. It was noted that patient had rescue tape on the proximal end also. No additional information provided.